Event description:
It was reported that this pacemaker recorded an episode consistent with pacing inhibition due to oversensing, resulting in asystole. The patient experienced a fall around the same time, though it is unclear if the two events are directly related. Technical support reviewed the episode and concluded that the oversensed signal was likely due to electromagnetic interference (emi). The patient appears to be pacemaker dependent. Technical services (ts) suggested reprograming options and advised to follow up with the patient regarding potential emi sources, such as nearby electronic devices or activities performed at the time. This device remains in service. No additional adverse patient effects were reported.